Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported the facility had an "extravasation issue" with a powerglide catheter. It was stated the tech was not able to get any blood return, but was able to flush without issue.